Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture anomaly and "no artifacts present no telemetry no interrogation".~~~~~~~~~